Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds, high out-of-range pace impedance measurements, and was suspected to have fractured. Subsequently, this lv lead was partially abandoned and replaced. No additional adverse patient effects were reported.